Event description:
Additional information was received that no misload was identified during loading. The infold was not touching the fourth node. Per the physician, the patient's annular aortic calcification/nodule seen in the non-coronary cusp (ncc) contributed to the infold.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five media files were provided for review. The executive summary was also provided for anatomical review. The patient¿s annulus perimeter measured 92.3 millimeters (mm) with a perimeter derived diameter of 29.4mm which suggested a 34mm evolut. The aortic valve appeared to be moderately calcified. Fluoroscopic valve load inspection was not provided for review thus it was not possible to validate a good load. The valve was deployed just prior to the point of no recapture and an infold was visible. The infold was characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. However, the valve was released and the infold became more noticeable per image provided. A post implant dilatation was performed which appeared to have resolved t he infold as confirmed with the images proved. A final angiogram showed complete expansion of the evolut but the valve appeared to be deep, approximately 10mm. However, there was no evidence of significant regurgitation per imaging. It was reported that trace para valvular leak was noted on echocardiography and no further intervention was performed. Updated/corrected data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the right femoral artery, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) non-medtronic balloon through a 22 fr non-medtronic sheath. Fluoroscopy check revealed an infold close to the 4th node. At 80% valve deployment, the valve appeared constrained. It was determined to continue to deploy the valve. The second paddle did not release. The valve continued to be deployed and forward pressure was applied to release the paddle. The valve dislodged deeper into the left ventricle and the paddle was successfully released. The final deployment was at 10 mm on the non-coronary cusp (ncc) and 14 mm on the left coronary cusp (lcc) in the 2 cusp overlap with commissural alignment. New left bundle branch block (lbbb) developed. After the valve was deployed, an infold was observed extending upwards to the paddles. A post bav was performed using a 28 mm non-medtronic balloon. Trace paravalvular leak (pvl) was observed on echocardiogram. No adverse patient effects were reported. Additional information was received that no misload was identified during loading. The infold was not touching the fourth node. Per the physician, the patient's annular aortic calcification/nodule seen in the non-coronary cusp (ncc) contributed to the infold.

Manufacturer narrative:
Updated data: h6. Eval code method: valve - b11 and b12; dcs - b15 and b12 eval code result: valve - c01 and c070601; dcs - c04 eval code conclusion: dcs - d15 and d12 product analysis: the subject valve remains implanted and the delivery catheter system (dcs) was discarded by the customer. Analysis of actual devices was unable to be completed. The device history record (DHR) was reviewed for the valve and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A DHR review was not required for the dcs as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Conclusion: per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Upon review of the submitted procedural images, medtronic could not definitively determine the cause of the valve frame expansion issue; however, the severely calcified annulus was likely a contributing factor. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodge events are typically not related to a device malfunction. In this case, a conclusive root cause could not be determined from the limited available information; however, the calcified anatomy and under expansion of the valve frame were likely contributing causes. Infolding of the valve frame is typically related to patient anatomical factors (ex. Calcification level, left ventricular outflow tract anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (ex. Pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts of the valve frame may cross over and catch on each other during compression, and potentially cause infolding. In this case, the loader experience was not reported, but the valve load was confirmed via fluoroscopy. With the limited information available, a root cause for the infolding could not be conclusively determined, but it was likely due to patient anatomy. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. With the information provided, a conclusive root cause could not be determined; however, the dislodged valve was likely a contributing factor. Conduction disturbances, including left bundle branch block (lbbb), are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. With the information available, no root cause can be assigned. Difficulty releasing the valve paddles (tabs) from the dcs was reported. Per the device training materials, the user should release tension in the system just before final release to reduce potential for valve movement. The user should slightly push on the dcs while very slowly turning the deployment knob to allow the paddles of the valve frame to detach one at a time. Additionally, per the training material, if a paddle fails to immediately detach do not torque (turn) the dcs handle as this will not translate to the distal tip. Often, a hung paddle will resolve itself after a few heart cycles, but if it does not, the operator can either pull slightly on the guidewire or gently push the dcs forward to release the paddle. In this case, forward pressure was applied to release the paddle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012272641); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012251805); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the right femoral artery, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) non-medtronic balloon through a 22 fr non-medtronic sheath. Fluoroscopy check revealed an infold close to the 4th node. At 80% valve deployment, the valve appeared constrained. It was determined to continue to deploy the valve. The second paddle did not release. The valve continued to be deployed and forward pressure was applied to release the paddle. The valve dislodged deeper into the left ventricle and the paddle was successfully released. The final deployment was at 10 mm on the non-coronary cusp (ncc) and 14 mm on the left coronary cusp (lcc) in the 2 cusp overlap with commissural alignment. New left bundle branch block (lbbb) developed. After the valve was deployed, an infold was observed extending upwards to the paddles. A post bav was performed using a 28 mm non-medtronic balloon. Trace paravalvular leak (pvl) was observed on echocardiogram. No adverse patient effects were reported.